Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2026. On (B)(6) 2026, the cgm displayed a glucose reading of 50 mg/dl; however, the patient was asymptomatic and did not exhibit signs of hypoglycemia. In response to the low reading, the patient consumed food, including a sandwich. The cgm value initially increased slightly but declined again, triggering an ¿urgent low¿ alert. Despite these readings, the patient continued to feel well and did not demonstrate symptoms consistent with hypo or hyperglycemia. A fingerstick blood glucose test was performed, which yielded a value of 520 mg/dl, indicating a discrepancy with the cgm reading. The patient¿s mother contacted the on-call nurse for guidance; however, no clear instructions were provided. Due to the elevated bg reading and the inconsistency with the cgm values, the patient was taken to the emergency department. At the hospital, a fingerstick bg measurement was obtained, showing a value of 515 mg/dl. A corresponding cgm reading at that time was not reported. The patient received treatment with intravenous insulin and fluids, and laboratory testing was conducted. The patient responded to treatment and was discharged after approximately five hours. Prior to discharge, the cgm reading was 260 mg/dl, while the bg meter reading was 360 mg/dl, indicating ongoing discrepancy. At the time of reporting, the patient¿s condition was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid when the patient was asymptomatic. The reported glucose values fall within the b zone of the parkes error grid prior to being discharged. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.